Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 17 months post-implant, it was reported that the pt was readmitted into the hospital due to elevated lactate dehydrogenase (ldh) and hemolysis was suspected. Since the pt recently had a ischemic stroke (reference MFR # 0002916596-2014-01391) the pt's targeted inr was increased. The pt is on IV heparin and is currently being monitored.

Manufacturer narrative:
The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.